Event description:
A revision surgery was reported to have occurred 12 days after the primary surgery to replace the pe insert with a larger one. Additional detail and reason for the revision surgery is not available at this time.